Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited noisy signals when connected to the pacing system analyzer (psa). When the helix was extended and fixed into the myocardium the noise remained. The psa cables were changed, and another psa was tried, but this did not resolve the noise. The signals were too noisy to perform any lead testing, so this lead was removed and another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for laboratory analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited noisy signals when connected to the pacing system analyzer (psa). When the helix was extended and fixed into the myocardium the noise remained. The psa cables were changed, and another psa was tried, but this did not resolve the noise. The signals were too noisy to perform any lead testing, so this lead was removed and another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the event of a prolonged procedure. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.